Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
The patient is pursuing a product liability claim arising out of the use of the tm cup. It is reported by the patient's counsel that the patient underwent total hip arthroplasty with an unknown implant on an unknown implant date. On (B)(6) 2007, the patient underwent a revision surgery for decreased rom secondary to pain, whereupon they were implanted with a tm acetabular cup. On (B)(6) 2007, the patient sustained a left hip dislocation. The patient was reduced under light sedation; however, no revision of the tm cup is scheduled as of the notification of this event.